Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4), product type: programmer, patient; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
It was reported that "last summer" the patient's pump was not "extracted" before the refill, and within a month it started beeping. It took the patient a while to figure out that the alarm was going off. It sounded to the patient like a non-critical alarm. The patient's pump was intended to infuse morphine and baclofen. It was unclear exactly what was meant when the patient stated that the pump was not "extracted". Follow-up was conducted to better understand this event.